Event description:
It was reported that there was a malfunction resulting in agent delivery less than 20% from setting during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. The unit was replaced. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available.